Manufacturer narrative:
Initial.

Event description:
It was reported that the meal announcement icon on the ilet home screen was intermittently unavailable, consistent with a device display issue localized to the screen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed that the device displayed an incorrect message or indicator related to meal announcement availability, with findings pointing to an incorrect data definition affecting how the screen presented information. It was concluded, based on previously established findings for similar reports, that the cause was inadequate validation of a design change.